Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Describe the event or problem: the radiologist was doing a procedure on the patient's left shoulder. When she pulled the device from the patient after taking a pass containing a specimen the device disassembled falling apart in the radiologist hands. She was almost punctured with the blade from the device. Device malfunction - that is, the device did not do what it was supposed to do; device failed (e.g. Broke, couldn't get it to work or stopped working); device was hard to use;

Manufacturer narrative:
No sample was available for evaluation. Argon medical devices has received other complaints that the supercore semi-automatic biopsy instrument is coming apart during or prior to use. Argon has conducted an internal investigation and tracked the affected parts to a narrow time frame resulting from a specific manufacturing event. The plastic housing and plunger can be separated more easily than normal for the lots manufactured during this time frame. CAPA 2021-061 has been opened to document our investigation into the cause of this problem and the corrective actions that are being taken.